Event description:
The customer reported obtaining false low ise (ion selective electrode) patient results which include sodium (na), chloride (cl), and potassium (k) on their au680 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics, and the number of affected patient samples is unknown. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the analyzer and found the spiral mix bar fit loose on the mixer assembly unit. The fse tightened the white fitting as temporary measure. The spiral mix bar was replaced to resolve the issue. Performed system verification successfully without issues. The system returned to normal operation. Section a5: information not provided by customer. The beckman coulter identifier is case (B)(4).